Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested, information not received. Race - requested, information not received. Expiration date - requested, information not received. Implanted date: device was not implanted. Explanted date: device was not implanted. Device manufacture date - requested, information not received. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00222 and 2243441-2017-00223.

Event description:
This report is being submitted in response to user facility medwatch report # mw5073133 was received from the FDA. The event description states the following: the patient had groin complications from angioseal closure device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and to provide an update on the section. The evaluation of the actual device could not be conducted due to the device not being returned.